Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil perforation / left coil had perforated her uterus") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("coil perforation / left coil had perforated her uterus"), dyspareunia ("painful intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy was performed in (B)(6) 2017). At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, dyspareunia, abnormal weight gain, migraine and headache outcome was unknown. The reporter considered abnormal weight gain, device expulsion, dyspareunia, genital haemorrhage, headache, migraine and uterine perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.